Event description:
It was reported that one of the pt's enterra leads migrated and wrapped around the small bowel, causing an obstruction. Both leads were cut back to the stomach wall which relieved the obstruction. The ipg and cut leads were then explanted. Further info is being requested from the hcp.